Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an unexpected reset occurred. There was no patient involvement as the customer had not begun insulin therapy with the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.